Manufacturer narrative:
(B)(4). (Lot number and expiration date),this lot was manufactured january 15, 2015 to january 16, 2015. Visual inspection noted fluid inside the package that contained the unit. Further inspection identified detached tubing at the junction of the distal luer/flow restrictor. The distal luer/flow restrictor was not returned for evaluation. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A fluid leak was reported to have occurred during the use of a large volume infusor device. The patient reported seeing wet dressing and the tubing disconnected from the flow restrictor. The patient reported that the device was leaking from the fill port. As a result, the patient was exposed to the fluorouracil. There was no report of patient injury or medical intervention as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.